Event description:
The manufacturer received information alleging a ventilator was overheating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an increased airstream temperature (high temperature alarm) was observed in the device's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue.